Manufacturer narrative:
H4: the lot was manufactured from april 10, 2020 - april 13, 2020. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that that a reddish-brown particle, measured to be 0.15 square mm in size, was embedded in the material of the tubing line. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was subsequently identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via ftir spectroscopy test. Pvc is the raw material of the device tubing line. The embedded particle was measured and found to be within manufacturing specification for particulate matter embedded in the tubing line. The reported condition of particulate matter was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a brown spot on the tubing of a small volume folfusor. There was no patient involvement. No additional information is available.